Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a mentor smooth round moderate plus profile 500cc saline prosthesis experienced deflation on the right breast prosthesis post procedure. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
Updated device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered two rents. One at the anterior aspect measuring approximately 0.5 cm (a) and other (b) on the posterior aspect measuring approximately 1.5 cm. Microscopic examination of the edges of the rents revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/10/2018, mentor received additional initial reporter information. On 9/24/2018, mentor received additional information: the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 570cc saline prostheses on (B)(6) 2018; catalog #3502500, s/ns (B)(4) (l) and (B)(4) (r). Lateral and inferior device migration on the left breast prosthesis was indicated during replacement procedure. In addition, the patient underwent partial capsulectomies and left side capsulorrhaphy. The patient tolerated the procedure well. This report is for the left breast prosthesis. See manufacturer report number 1645337-2018-06136 for the contralateral prosthesis. On 9/27/2018, the mentor failure analysis lab received the device for evaluation. On 10/5/2018, the device evaluation was completed. Summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered two rents. One at the anterior aspect measuring approximately 0.5 cm (a) and other (b) on the posterior aspect measuring approximately 1.5 cm. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 6010972 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).